Manufacturer narrative:
Follow-up #1: date of submission 09-may-2018 device evaluation: the device has been returned and evaluated by product analysis on 03-may-2018 with the following findings: a review of the black box showed unexplained power on reset events. The battery compartment and cap were undamaged and fit securely. The battery cap contacts were within specifications. The battery cap was fastened and then unscrewed a half turn with no reboots. The rewind, load, and prime steps were performed successfully. No power interruptions occurred during investigation. The pump cover was removed to find no intermittent conditions to the power printed circuit board. The intermittent power complaint was unable to be duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging a power (intermittent power) issue. It was reported that there was intermittent power in the pump. There was no allegation of an adverse event with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.